Event description:
It was reported that the surgical assistant was using the pro46 to remove the specimen from the abdomen. The instrument was deployed into the abdomen. The ovary and tube were put into the bag. Once the specimen was placed before the rim of the bag, the surgical assistant was unable to pull the ring handle back. The surgeon then tried with great pressure and the handle pulled back beyond the red line, ultimately not closing the bag and having to remove the bag. Another device was used. No pt consequence were reported.